Event description:
Patient was being seen for a laceration repair to the scalp. The staple gun malfunctioned and became stuck in the patients tissue. Stapler was carefully removed. New stapler was used to continue laceration repair.